Manufacturer narrative:
This device is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
An MRI tech called for MRI compatibility and additionally reported an adverse event. On (B)(6) 2004, the patient had a cypher stent placed in lad due to unknown diagnosis discovered following presenting with unknown symptoms. Beginning (B)(6) 2004, patient experienced an unknown event. As treatment, a second cypher stent was placed in lad due to unknown diagnosis after presenting with unknown symptoms. Hospitalization information was unknown. Resolution of the event is unknown. No further information was obtained. The product remains implanted and thus unavailable for evaluation. A review of the manufacturing records could not be conducted without a lot number. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Based on the available information, there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
An MRI tech called for MRI compatibility and additionally reported an adverse event. On (B)(6) 2004, the patient had a cypher stent placed in lad due to unknown diagnosis discovered following presenting with unknown symptoms. Beginning (B)(6) 2004, patient experienced an unknown event. As treatment, a second cypher stent was placed in lad due to unknown diagnosis after presenting with unknown symptoms. Hospitalization information was unknown. Resolution of event unknown. No further information was obtained.